Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital and was monitored due to a serious condition of cardiac failure, excess post-exercise oxygen consumption (epoc) and high risk for catastrophic deterioration. It was later reported that the patient expired. Upon interrogation of the device it was noted that multiple shocks were delivered. The physician stated the there is some event that was not sensed although, the death was not due to the device. Review of the episode revealed that, the device is working in accordance how it has been programmed. As they have programmed a vt monitoring zone below programmed vf zone, the vf counter is reset at each vt re-diagnosis, consequently on a number of occasions vf diagnosis is not reached before the bin is emptied and vf binning has to start over. This is normal device function according to programmed settings.